Event description:
It was reported a pericardial effusion occurred. A concomitant pulse field ablation and left atrial appendage closure procedure was attempted under general anesthesia. A non boston scientific (bsc) right ventricular mapping catheter and a non bsc coronary sinus catheter were placed. Activated clotting time measured 281 seconds. The farawave catheter was inserted and advanced to the right ventricle with some difficulty encountered during positioning. Cavotricuspid isthmus isolation was performed via pulse field ablation. It was noted the right ventricular mapping catheter was not capturing and the mapping catheter was repositioned with difficulty. The transeptal puncture was completed using a versacross connect transeptal device and an effusion sweep was performed. Intracardiac echocardiography (ice) identified a growing pericardial effusion around the right ventricle. The patient remained hemodynamically stable. A pericardiocentesis was performed with 1 liter of blood drained and reinfused over 45 minutes. The pericardial effusion continued to grow in size, the concomitant procedure was aborted, and the patient was transferred to surgery. The physician suspected the right ventricle had been punctured by the non bsc right ventricular mapping catheter. The patient was hospitalized beyond the standard of care.

Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation.